Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 25 mg/dl auto mode feature was unknown. Customer stated low blood glucose was treated with food. Customer stated insulin pump had broken retainer ring and reservoir came off. Customer stated reservoir did not able to lock in place. The insulin pump will be returned for analysis.